Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console had an s3 alarm. The s3 alarm reoccurred during the startup of the console. The alarm persisted and the console would returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the console¿s functional analysis. The log file captured the console being power cycled multiple times on 04nov2025, and s3 alarms were observed to activate shortly after most power cycles. The alarms correlated to a speaker-related sub-fault, suggesting a potential issue with one of the console¿s speakers. The s3 alarms did not prevent the console from operating the system as intended once the speed was ramped up to various values throughout the data. No other notable events were observed. The returned centrimag console (serial number (B)(6)) was functionally tested at the european distribution center. S3 alarms were reproduced, and the console¿s speakers did not sound as intended, consistent with log file findings. The console¿s speakers were replaced, resolving the issue. The speakers were forwarded to the product performance engineering (ppe) department for further analysis; however, further issues with the speakers were unable to be reproduced, as the speakers appeared unremarkable and functioned as intended throughout all testing at ppe. The root cause of the reported event was determined to have been an issue with the console¿s speakers; however, the root cause of the speakers¿ issues was unable to be conclusively determined through this analysis. Incidental findings: damaged housing, console did not pass the surge test. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.